Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the cause of the event could not be identified as the customer decided to use a third party vendor for the repair of the device. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity. User can detect the event by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope." Olympus will continue to monitor field performance for this device

Event description:
The customer reported to olympus that during preparation for diagnostic aero bronchoscopy with bronchoalveolar lavage procedure, there was no image issue while using the bronchovideoscope. The intended procedure was completed with a similar device without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: a leaking bending section cover; a non-olympus bending section cover that was detached on both ends; bending section cover glue that was detached and leaking; the objective lens sunk; an intermittent black screen; a non-olympus insertion tube; and low angulation. It was also recommended for a light guide bundle and a new scope connector label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.